Event description:
The subject device was implanted on (B)(6) 2013 and connected to non-sorin ventricular lead (implanted in 2007). Reportedly, at the beginning of 2015, the threshold and impedance values were increased in bipolar configuration. The lead functioned normally in unipolar configuration; although, the patient is pacemaker dependent and experienced pocket stimulation. A re-intervention was performed on (B)(6) 2015 and the subject pacemaker and the ventricular lead were abandoned in situ (left side). The device was re-programmed in vvi mode at 30 min-1. A new pacemaker and a new ventricular lead were implanted (right side).

Event description:
The subject device was implanted on (B)(6) 2013 and connected to non-sorin ventricular lead (implanted in 2007). Reportedly, at the beginning of 2015, the threshold and impedance values were increased in bipolar configuration. The lead functioned normally in unipolar configuration; although, the patient is pacemaker dependent and experienced pocket stimulation. A re-intervention was performed on (B)(6) 2015 and the subject pacemaker and the ventricular lead were abandoned in situ (left side). The subject device was re-programmed in vvi mode at 30 min-1. A new pacemaker and a new ventricular lead were implanted (right side).